Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device powered off due to a 24 volt supply failure while in use on a patient. There was no patient harm, patient information has been requested.

Manufacturer narrative:
The correct serial number for the device reported in this event is (B)(4).

Manufacturer narrative:
The manufacturer's field service engineer (fse) reviewed the device diagnostic history report and a 24 volt supply failure reference was not found. The fse was unable to confirm the reported issue. Customers in the UK do not provide details such as age, date of birth and weight due to data protection concerns in the UK. There were no parts replaced to address the reported issue.